Event description:
It has been reported to philips that the fluoroscopy pedal did not response on the allura xper fd10 system. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy pedal did not respond. Upon further troubleshooting actions performed, fse identified that the wired footswitch pedal was defective. Fse replaced the wired footswitch. After replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.